Event description:
It was reported that the procedure was to treat a concentric lesion in the proximal left anterior descending artery with mild tortuosity and mild calcification. A 3.25x15 mm nc traveler rx balloon dilatation catheter (bdc) was advanced toward the target lesion and the bdc was used to pre-dilate the target lesion and the bdc was withdrawn. Intra-vascular ultrasound (ivus) was performed. The nc traveler rx balloon was soaked in saline prior to use before the balloon catheter was advanced for a second time. The bdc was re-inserted and advanced a second time but failed to cross the lesion due to the patient anatomy. During withdrawal, the bdc met resistance with the guide catheter. A new nc traveler rx bdc was advanced and additional dilatation was performed. A xience xpedition stent delivery system was then advanced and the stent was deployed in the target lesion. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for resistance with the guide wire and failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler device is currently not commercially available in the united states; however, it is similar to a device sold in the us.